Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication began to leak through the bd ultra-fine?¿ ii insulin syringe after a botulinum toxin aspiration was performed, and a crack was then noticed in the syringe body. There was no report of exposure, serious injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/0cc, 8mm, 30g syringe in an open poly bag from lot # 7156829. Customer states that the medication began to leak through the syringe and a crack was in the syringe body. The returned syringe was examined and exhibited a crack in the barrel ranging from the 5-23 unit markings, which could cause leakage. A review of the device history record was completed for batch # 7156829 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time possible root causes: 1.defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. 2.infeed dial at barrel printers. 3.loss of back pressure at infeed rail also at form fill & seal.

Event description:
It was reported that medication began to leak through the bd ultra-fine?¿ ii insulin syringe after a botulinum toxin aspiration was performed, and a crack was then noticed in the syringe body. There was no report of exposure, serious injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that medication began to leak through the bd ultra-fine?¿ ii insulin syringe after a botulinum toxin aspiration was performed, and a crack was then noticed in the syringe body. There was no report of exposure, serious injury, or medical intervention noted.